Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left circumflex artery and left main artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).